Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia cassette was damaged; further described as "the plastic covering was lifted from the actual cassette". This issue was noticed during priming of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to b5, d9, h3, f10/h6: medical device problem codes, h6 and h10. B5: it was further clarified that the "plastic of cassette pump air into it and lifted like a balloon." There were no visible damages to the cassette. F10/h6: medical device problem codes: update a0401 to a04 per updated customer information. H10: the device was received for evaluation. A visual inspection with the naked eye noted a damaged cassette sheeting. There was no evidence of damage to the molded cassette. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified as a damaged sheeting. The cause of the damaged sheeting could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information to h10. H10: the integrity of the cassette sheeting was not compromised (sterility of fluid path was not breached). The cassette sheeting weld is located along the outer edges of the cassette and the internal sheeting may expand if air or fluid enters into the cassette chamber after removal from the cycler (the set was received wet). The damage identified during evaluation was further described as indented sheeting located over the stadium walls. The indented sheeting would not result in a breach of the sterile pathway and therefore would not cause harm to the patient. Should additional relevant information become available, a supplemental report will be submitted.